Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was vigorously exercising and the icm poked through their skin. The device was explanted and re-inserted. No patient complications have been reported as a result of this event.